Event description:
The surgical bowl is labeled "sterile" by the co on its packaging, however, a good number of bowls have been found to be visibly dirty by looking into the clear plastic packaging. Some bowls have black grease visible, others what looks like light brown dirt, while others have particles within the package.